Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with chest pain and dizziness. An echocardiogram revealed that the patient experienced perforation and pericardial effusion. The right ventricular (rv) lead exhibited high sensing integrity counter (sic), high and unstable threshold values, and intermittent pacing. The lead was removed and replaced. No further patient complications have been reported as a result of this event.